Manufacturer narrative:
Analysis of gathered information is still ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
The information to the overinflation issue is still being gathered. The conclusions will be provided once the investigation is finalized.

Manufacturer narrative:
During the preventive maintenance, it was noticed that the automatt sensor pad was faulty as the sensor pad overinflated. There was no patient involvement and no injury was sustained. The faulty automatt was replaced with the new one. The mattress was returned to the customer. The field action was performed before the complaint. The photos attached to the complaint show the condition of the membranes during the evaluation (the membranes were pierced through). The cause of the automatt over-inflation is incorrect circulation of the air in automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The test on the mattress with a faulty automatt was conducted. When the load was applied on the mattress, the air was able to escape from the automatt, regardless of the size of the punctured gromment membrane. Testing confirmed that a punctured grommet membrane allows air to escape and there is no risk of the automatt over-inflating when the patient is lying on the mattress. In summary, the nimbus mattress did not meet its specifications since the automatt sensor pad was faulty. There was no indication of patient involvement. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated).

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
During the preventive maintenance, it was noticed that the automatt sensor pad was faulty, causing the mattress to be overinflated. The issue was not reported by the customer. There was no patient involvement and no injury was sustained. The faulty automatt was replaced with the new one. The mattress was returned to the customer.